Manufacturer narrative:
Other, other text: additional information h6, h10 this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No problems or issues were identified during the device history record review. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed., corrected data: d1.

Event description:
It was reported that the medfusion pump, which was infusing remodulin produced a ?biomed" message and shut off. The staff quickly resorted to the use of another pump to continue the infusion. The product problem did not cause or contribute to any adverse patient health effects. The patient was in stable condition.